Manufacturer narrative:
Brand name, common device name, procode, lot #, part #, UDI #, 510k: this report is for an unknown synthes mono/polyaxial screws: universal spinal system (uss)/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Device evaluated by MFR, manufacture date: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: helenius, I. Et al (2008), "long-term health-related quality of life after surgery for adolescent idiopathic scoliosis and spondylolisthesis," the journal of bone & joint surgery, vol. 90-a no. 6, pages 1231-1239 (finland) doi:10.2106/jbjs.g.00114. This retrospective study aims to evaluate whether spinal deformity or back pain in adolescence affects quality of life more in midterm to long-term follow-up. Between 1993 and 1996, a total of 190 patients (30 male and 160 female) with a mean age of 15.3 years (range, 10.8-24.3 years) were included in the study. Of these patients, 58 consecutive patients had spinal instrumentation with a double rod, hook, and screw construct (universal spine system; stratec medical, mezzovico, switzerland) and posterior spinal fusion. The mean duration of follow-up time was 14.8 years. The following complications were reported as follows: 1 patient had hyperreflexia of 1 lower extremity, which represented the end result of paraparesis due to mechanical compression at the time of the index surgery. 1 patient had pseudoarthrosis develop at the thoracolumbar junction. 2 patients had early deep infections and 7 patients had late deep infections all of which required hardware removal. 4 patients had severe thoracic hypokyphosis and flattened lumbar lordosis (=20) develop, but none had back pain often or very often at rest. 16 patients reported that they had back pain often or very often at rest. 1 pedicle screw broke. 1 pedicle screw dislodged from the rod. 17 patients had a case in which the caudal hook became dislodged. This report captures the adverse events of pedicle screw breakage and pedicle screw dislodged. This report is for an unknown synthes mono/polyaxial screws: universal spinal system (uss). This is report 2 of 3 for (B)(4).